Manufacturer narrative:
The device history record, (B)(4), was reviewed. The pump was manufactured on may 22, 2023. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. To our understanding, the intera 3000 hai pump remains implanted on the patient. Intera oncology has attempted a minimum of four attempts to seek additional information (email and phone). Our emails were never responded. The only communication we had was with the nurse over the phone in which she only mentioned the clinic decided not to refill the pump on (B)(6) 2025, and potentially planning to explant the pump. When asking for additional information, the nurse mentioned she doesn't interact much with the patient and did not have updated information to provide. As previously mentioned, the patient hasn't used pump (B)(6) 2024 and has been on bilateral y-90 treatment, which is different than hepatic artery infusion therapy. In conclusion, the intera 3000 hai pump IFU states the following: "the patient must return on established refill times to prevent the pump from running dry as this can lead to thrombus formation at the catheter tip." The causes of this incident are inconclusive. Therefore, if we obtain updated information, we'll submit a supplemental report.

Event description:
Intera oncology received a report from a nurse about a patient whose pump was completely dry when attempting to empty the pump. Per the nurse, the patient had pump refilled last on (B)(6) 2024, with glycerin and missed refill appointment on (B)(6) 2025. The physician stated that since (B)(6) 2024 the patient hasn't used pump and has since had bilateral y-90 treatment.